Manufacturer narrative:
(B)(4). Returned meter evaluated with defect found. Test strips not returned for evaluation. Root cause is lifted solder pad on code key connector "j2" from user mechanical stress. Manufacturer contacted customer on 06/16/2016 in a follow-up call in order to ensure the customer's condition since the initial call; the customer's condition has improved since her last call. The customer states that she does not have any diabetic symptoms. The customer stated that she went to her doctor's office and that her doctor increased the dosage of her janumet. The customer stated that she did not have any tests performed. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for code chip error. Customer stated that she is feeling "lightheaded, dizzy, tired". Customer states that she ate before calling this morning and that it "helped". Customer stated that she was going to call her doctor's office. The test strip lot manufacturer's expiration date is 04/30/2016 and open vial date is (B)(6) 2016. The customer states that the meter will turn on with the test strip insertion and then three dashes appear shortly after.